Event description:
It was reported that the core universal driver ran without user activation during set-up. There was no patient involvement, and no user injuries or adverse consequences.

Event description:
It was reported that the core universal driver ran without user activation during set-up. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Device evaluation was not possible because the device was not returned.

Manufacturer narrative:
A follow-up report will be filed when the device is received and after a quality investigation has been completed.